Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic after receiving a notifier showing loss of capture due to non-sustained rv oversensing on the rv lead. Programming changes were recommended. No further information.